Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer did not detect on the communication bus. A field service engineer replaced the retractor band to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer did not detect on the communication bus, preventing user from login and removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.